Event description:
Pt's silicone implants were removed on 4/14/93. The right implant had ruptured prior to surgery. Pathologist's report showed "foreign body giant cell reaction" of tissue from right capsule. Pt has been diagnosed with auto-immune condition which md believes was caused by implants. Pt is disabled due to this condition (unable to work). Pt had second surgery 6/1/94 to remove silicone granulomata. (*)